Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call delivery issue and low blood glucose. The customer's blood glucose was 55mg/dl at the time of incident and current blood glucose is 153mg/dl. Trouble shooting was performed and found device is over delivering and goes out of auto mode and back into manual. Customer has been experiencing low blood glucose since (B)(6) 2018. Customer uses auto mode. Customer stated during last set change insulin was squirting from end of set before connecting at their site. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08695 inches. The device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The device then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the insulin pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The auto mode feature is operating properly.